Event description:
It was reported that the intraocular lens (iol) was partially inserted into the patient's left eye; however, it was removed as a crack was noticed on the lens while injecting into the eye. Another iol of the same model and diopter was used as the replacement lens. There was no patient injury and no other intervention was required. The lens was destroyed upon retrieval. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown as information was asked but it was not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.